Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient harm. Review of the ventilator diagnostic log noted several codes that indicate 12 volt failure. This could cause the unit to shut down while in use. The manufacturer's service technician replaced the power management board, cpu board, and per technician discretion the power supply and data acquisition board were also replaced. Performance verification testing was completed and passed to operating specifications.